Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient involvement as this was observed during testing of the device.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.